Manufacturer narrative:
Correction - please refer to d9 the product was not returned. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. The provided radiographs show breakage of the nail, which occurred after the screw removal as indicated in the provided event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "distal femur orif performed with single construct t2 alpha retrograde nail and interlocking 5mm screws and a blocking screw near the break site. An oblique interlocking screw was removed due to backout prominence and then at a later date the nail went on to breakage at the 6th hole of the distal cluster of interlocking screws. The surgeon and residents removed the nail and performed a ria and nail replacement using the synthes rfna retrograde femur nailing system advanced.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "distal femur orif performed with single construct t2 alpha retrograde nail and interlocking 5mm screws and a blocking screw near the break site. An oblique interlocking screw was removed due to backout prominence and then at a later date the nail went on to breakage at the 6th hole of the distal cluster of interlocking screws. The surgeon and residents removed the nail and performed a ria and nail replacement using the synthes rfna retrograde femur nailing system advanced.